Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient went to the clinic due to fluid exiting out of the stoma. A culture of the stoma fluid was taken. The stoma was treated prophylactically with mupirocin ointment pending the culture results. The results of the culture showed isolated fungus, and the patient was subsequently treated with oral fluconazole and topical canesten for 10 days. The dates of the treatment were not provided. The stoma fungal infection subsequently resolved on an unknown date.